Manufacturer narrative:
It's not possible to determine the 510k number or manufacture date without the product info. Bayer customer service responded to the customer's email, but there has been no response.

Event description:
The customer sent an email to customer service alleging his/her contour meter read 83 mg/dl, while another meter read 51 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer service responded to the customer's email, but there has been no response from the customer. No product will be returned.